Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11 corrected fields: d4 version or model, h6 investigation findings

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) have a over temperature alarm and over temperature alarm. No one was harmed onsite.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to confirm the failure. The unit passed all functional and safety tests and was returned to customer.